Event description:
It was reported that the leads were attempted to be implanted, but were unsuccessful due to a very difficult anatomy. The leads were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on the outer tubing overlay and in/on the lobe mechanism. The lead was stretched, the outer tubing was kinked/buckled, and the lobe was distorted/bent; lead damaged at implant. (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on all conductors. (B)(4) no anomalies found; full lead analyzed. Blood/body fluid present on the distal conductor.